Event description:
Device was not able to be interrogated on (B)(6) 2022. The patient was not followed on home monitoring. The device was explanted and replaced.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.